Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric, target lesion was located in the severely tortuous and moderately calcified obtuse marginal artery. A 2.25 x 28 synergy drug-eluting stent was selected for treatment. However, upon advancing, it was noted that the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.